Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported to technical support that during treatment the patient received an (unknown) in drain 3 of 4 (drained amount unknown). A hole in the cassette was also mentioned. The patient was unable to complete treatment on the liberty select. The nurse reported that the patient observed evidence of a fluid leak inside the cycler cassette housing when removing the cassette. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. It was advised to the nurse for the patient to discontinue use of the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics, levaquin, twice, 750mg. The patient reportedly did not miss any treatments.

Event description:
"."

Manufacturer narrative:
Plant investigation: the symptom (fluid leaking) was not confirmed. The symptom (alarm (unknown)) was not confirmed during the treatment. The symptom (air detected in cassette warning) found in the alarm history records was not confirmed during the treatment. The found symptom (hb make sure hb is on ht tray and unclamped) was confirmed during the treatment. During setup of the post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment, an (hb make sure hb is on ht tray and unclamped) message occurred and the treatment was cancel. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second ast 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. Ast was perform and passed. No fluid leaks in the test cassette during the ast. The two hours and fifteen minute self-test / treatment was performed and completely without failures. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.